Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach ache and turbid pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient went to the emergency room for the event. No information was provided regarding treatment for the peritonitis or whether the patient was admitted to the hospital for the event. On an unreported date, the patient's pd catheter was removed and two days after onset, physioneal and extraneal therapies were discontinued (no further detail was provided). At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.